Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system order message failed to work and did not contain the full hold and release message. A technical support specialist (tss) checked the station and searched for recent hd/rl messages, observing the same pattern: the rxe timing was populated in the nw order message but not in the hd/rl messages. The tss stated that order timing is also updated from hd/rl messages. Since the rxe segment does not contain the order timing, it is clearing the timing from the order record. The tss confirmed that there are no procedures within the carefusion coordination engine (cce) that affect order timing; all information is passed from the host to the device system. The tss stated that the issue needs to be investigated on the host side for resolution. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order message did not contain the full hold and release message and all received message did not contain the timing record and medication ID. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.